Event description:
It was reported that a burr detachment occurred. A rotapro 1.25mm atherectomy coronary catheter was selected for treatment in a coronary procedure. During testing, outside the patient the burr detached while the speed was being adjusted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device along with the rotawire used in the procedure. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device did not identify a detached burr. The coil was found to be kinked and stretched at the handshake connection, and the advancer handshake connection was found to be bent. Product analysis could not confirm the reported detachment, as no detached components were identified during inspection of the device.

Event description:
It was reported that a burr detachment occurred. A rotapro 1.25mm atherectomy coronary catheter was selected for treatment in a coronary procedure. During testing, outside the patient the burr detached while the speed was being adjusted. The procedure was completed with a different device. No patient complications were reported. It was further reported that the maximum rotational speed observed was 160000 rpm and the device broke 2cm before the valve inlet.